Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B) (4): the inferior shaft is broken at the centerline of the jaw pivot pin. The angle and nature of the fracture suggest excessive rotational force. Microscopic examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive rotational force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.